Event description:
It was reported that device issues occurred resulting in patient complications and additional intervention. The patient presented with a right coronary artery st elevation myocardial infarction. After successful percutaneous coronary intervention of the acute vessel, the physician decided to fix the left anterior descending artery (lad). The 95% stenosed, long target lesion was located in the moderately tortuous and severely calcified lad. Following pre-dilation, a 3.00 x 32mm synergy xd was introduced but could not cross the lesion. After further pre-dilation, the stent was re-introduced. A kink was noted at the monorail portion. The lesion was crossed, however, during inflation of the stent delivery system balloon, the device broke at the monorail portion inside the guide and left the stent partially deployed. Another wire was placed next to the partially deployed stent to act as a buddy wire. At this point, the patient became hypotensive and experienced st segment elevation. The patient was intubated and a non-boston scientific heart pump was inserted. A 3.00 x 20 mm emerge balloon was then inserted to trap the fractured delivery system against the guide catheter, and the entire system was removed as one unit. The procedure was completed with a 2.75 x 38 mm synergy xd stent, and the patient did very well.